Manufacturer narrative:
This report is being submitted to relay on initial information and investigation results. Reported event was confirmed as visual inspection of the inserter shows the last 1 distal threads are fractured. The visual inspection also shows surface scuffs and scratches. Device history record was reviewed and no discrepancies relevant to the reported event were found. Based on fracture and material analysis, and associated device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Without being able to see the device in use, a root cause cannot be definitively proven. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During an initial hip procedure, the instrument fractured. The fractured piece was removed from the shell and discarded. No pieces fell in to the patient.